Event description:
Revision surgery - due to the glenoid head disassociating from the baseplate, caused by the patient falling.

Manufacturer narrative:
The reason for this revision was the disassociation of the implant products after 10.1 months of patient use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). The root cause of the event is the result of a patient trauma resulting from a fall and the subsequent disassociation of the implant components. There is no reason to believe a failure of the components would have occurred without the patient fall and trauma. There are no indications of a product or process issue affecting implant safety or effectiveness.